Manufacturer narrative:
This device is not distributed in the united states so that 510k# is blank. The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the distal end assy w/ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end assy w/ccd module. In addition, we confirmed that the control body fluid damage, the bending rubber perforated, the light guide cable buckled, the control body cracked, the insertion flexible tube (ift) crushed, and the bending rubber dirty. However, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report: "hr-rpt-0586(image failure)" and/or the risk analysis results. It was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).